Event description:
The sling was already under resident in wheelchair. Cnas hooked up sling to lift and lifted her up, close to the bed. The resident flailed and stiffened her body. 1 cna turned to get something, and the bottom strap from sling came off the sling hanger. The lift did not tip. Resident slid out of sling, fell onto floor, and hit her head and shoulder.